Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated that cns device, mu-971ra s/n (B)(6), would spontaneously freeze. The issue was resolved by restarting the device. Customer stated that there was a noticeable "beep" before the device would freeze. Customer stated preventative maintenance is performed every 6 months. Customer stated device previously experienced a similar issue where it was resolved by replacing the hard disk drive, hdd. Device was sent to nka for evaluation and repair. Nka repair center evaluated the device. Device was sent in without the hdd. Nka converted the bios and installed a new sata hdd to resolve the issue. Service requested: evaluation and repair. Service performed: device sent to nka without hdd. New hard drive was installed to resolve the issue. Investigation conclusion: the root cause of the intermittent freezing issue was attributed to hard drive needing replacement. This is a maintenance item and occurred on schedule. The freezing and the noticeable beep were detected by clinicians and temporarily resolved by rebooting the device. A loaner was put in place of this device while it was being serviced. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11 & c2 f10 g6 g8 h7 h9 additional information: b4. Date of this report d10: device available for evaluation? F6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H3: device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) froze while in use on patients.

Manufacturer narrative:
Nihon kohden technical services advised the customer to send the unit in for repair to reconfigure the obsolete board to accept a sata hdd. This is so that the correct hdd can be put into place in replacement of the failed one. The unit has not yet been received by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) froze while in use on patients.